Event description:
It was reported that during a coronary artery treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the posterolateral branch. Three inflations were performed with an unspecified device. A 2025x24mm promus stent drug eluting stent was selected and advanced to treat the target lesion; however the device was unable to cross the lesion. An additional guide wire was inserted; however, the stent delivery system (sds) still could not cross the lesion. The sds was removed from the patient and it was noted the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a coronary artery treatment procedure stent damage occurred. The 99% stenosed lesion being treated was located in the posterolateral branch. Three inflations were performed with an unspecified device. A 2025x24mm promus stent drug eluting stent was selected and advanced to treat the target lesion; however the device was unable to cross the lesion. An additional guide wire was inserted; however the stent delivery system (sds) still could not cross the lesion. The sds was removed from the patient and it was noted the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned. A visual and microscopic examination of the device noted proximal stent damage. Struts at the proximal edge were bunched and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).